Event description:
The peritoneal dialysis (pd) patient reported she was in the hospital due to peritonitis and has seen signs of fibrin.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. Medical record review: due diligence has been performed by the manufacturer to obtain additional info about the pt event. No additional info has been provided. A supplemental report will be submitted upon completion of the plant's investigation.